Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head had no telemetry. The rf head failed all uplink amplitude tests and both power level tests during functional testing. The rf head cable found out of electrical specification. Analysis also found the rubber portion of the rf head label was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rf (radio frequency) head does not consistently interrogate. The rf head was returned for repair. No patient complications were reported as a result of this event.